Manufacturer narrative:
Submit date: 07/12/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that the product breaks when it is put on the lamp handle. The nurses hands become unsterile and both gloves and product must be replaced.